Manufacturer narrative:
A DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Bdj received one actual used sample and confirmed there was about only 1ml blood in the tube. Bdj received 20 unused samples and confirmed 20 tubes drew correct volume of water. A review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® plus plastic sst¿ blood collection tubes with polymer gel did not draw sufficient volume of blood. No injury or medical intervention reported.